Manufacturer narrative:
Conclusion: replaced unit.

Event description:
It was reported via repair work order that the unit shorted out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.